Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as animal damage to the infusion line from the patient's pet cat biting the line. The next day, the patient was diagnosed and hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (further details not reported) for peritonitis. On an unspecified date in the same month as the onset, the patient recovered from the peritonitis. In the same month, pd therapies were discontinued. Six days after the onset of peritonitis, the patient's pd catheter was removed and was switched to hemodialysis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.